Manufacturer narrative:
H4: the device was manufactured from august 04, 2018 - august 05, 2018. H10: the two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leakage testing was performed, and it was noted that there was leak identified at the spike port cap from the base of the spike port of both returned samples. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leaks were identified prior to patient use. There was no patient involvement. No additional information is available.